Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported the buttons on her son's insulin pump was not working. She stated he had jumped into the lake with the insulin pump. The mother stated a button error alarm occurred after they had tried to dry off the insulin pump. The son's blood glucose was 453 mg/dl two hours prior to getting the insulin pump wet. He was treated with the insulin pump. The son's blood glucose was 150 mg/dl at the time the insulin pump got wet. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.